Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was displayed multiple error messages describing to be "out of space" and "delete messages".review of the system log file shows that when the system started a user message was shown that the system had low free disk space and examinations needed to be deleted. The old examinations were deleted. After that, the system was returned to use in good working order. After this event customer reported similar issue in month of may so fse replaced ippc and hard disk. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the device displayed an error message - out of space, delete messages. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.